Manufacturer narrative:
H.6. Investigation: no samples were returned as of 20 november 2020 therefore the investigation was performed based on the photos provided. One photo of a 0.3ml bd insulin syringe was provided. Consumer reported defective cap and a few needles fall out of the syringe. The provided photo was reviewed, and it was observed that the syringe exhibited a damaged cannula shield. It could not be determined that cannula had separated from the syringe from the photo alone. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula shield damaged) based on the photos received - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula separates) based on the photos received process summary: the finished syringe proceeds down a rail and into a dial. The dial transfers the correct number of finished syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause: broken air cord. Without air to ¿push¿ the syringes forward, syringe jams can occur damaging a syringe at the dial transfer.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31g 8mm wholeunit 10bg 500 experienced product damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: good afternoon. My cat is diabetic and we use bd insulin syringes with bd ultra fine needle. Capacity 3/10ml, 8mm in length and 31 gauge. Opened a pack last night that had a defective cap. I have also had a few where the needle falls out of the syringe. The box lot is 0125308. One syringe had a defective cap, like it got snagged in the packing line. Wanted to report the damaged syringe in case others are reporting similar issues. Thank you.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 0.3ml 31g 8mm whole unit 10bg 500 experienced product damage/deformation while still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: good afternoon. My cat is diabetic and we use bd insulin syringes with bd ultra fine needle. Capacity 3/10ml, 8mm in length and 31 gauge. Opened a pack last night that had a defective cap. I have also had a few where the needle falls out of the syringe. The box lot is 0125308. One syringe had a defective cap, like it got snagged in the packing line. Wanted to report the damaged syringe in case others are reporting similar issues. Thank you.